Event description:
It was reported to manufacturer that the vns patient's neck incision wound site had opened due to the pt picking at the wound. As a result, lead was able to be visualized and the wound site had subsequently become infected. The pt had surgery to remove the lead. The generator was left implanted as the chest wound site was determined to be healing nicely, and they planned on re-implanting a new lead after the neck wound had healed. Subsequently, the pt had surgery in which a new lead was implanted.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.